Manufacturer narrative:
On 10-nov-2025, bwi received additional information regarding the event. Because the tee (transesophageal echocardiogram) sonde that usually goes in through the patient¿s throat could not be set to the right position, the tee observation could not be done before the case as usual. No issues with the sound echo catheter were noted. No ice (intracardiac echocardiography) catheter was used. The act (activated clotting time) value was 279 and 377 seconds. The patient's weight was 66kgs. - section a4 of this report has been updated with the patient's weight details. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
At the end of the re-do pvi (pulmonary vein isolation) atypical flutter ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, the patient experienced pericardial effusion. No treatment provided, the pe (pericardial effusion) reabsorbed itself. The patient required extended hospitalization because the patient was in intensive care until (B)(6) 2025, and then stationary until (B)(6) 2025 for observation. Tee (transesophageal echocardiogram) was not done before the case and tsp (transseptal) puncture were difficult. The patient experienced an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. Information received indicated that the physician¿s opinion on the cause of this adverse event was that it might be related to the tsp puncture that was done without tee (tee ¿sonde¿ could not get in, so tee was not done). The intervention provided was echo, no pericardiac punction was needed, and it reabsorbed itself. The outcome of the adverse event was fully recovered (no residual effects). The energy source used when the adverse event occurred was only rf (radiofrequency). The adverse event occurred after the procedure. The procedural act (activated clotting time) before procedure was 377 and the procedural act during the procedure was 279. One transseptal puncture site was performed during the procedure with brk needle. The force visualization features used were dashboard, vector and visitag. The visitag module used was 8;3. No additional filter was used with the visitag. The color option prospectively used was fti (force time interval). Prior to noting the pe, ablation had been performed. No evidence of steam pop was noted. The patient did not require cardiac surgery. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).